Event description:
Fisher paykel humidifier alarmed (staff could not remember alarm condition). Upon inspection a melted bubble was noted on the block of the dual wire cable. The ventilator circuit that was attached was on the pt for approximately 12 hrs.